Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's bleeding and implant mobility. The implant was torqued manually to 30 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.